Event description:
A report was received that the patient developed mrsa following a lead revision procedure. The infection was located at the lead incision site. The physician does not believe the infection was device related. The patient was prescribed antibiotics and will be monitored.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient developed mrsa following a lead revision procedure. The infection was located at the lead incision site. The physician does not believe the infection was device related. The patient was prescribed antibiotics and will be monitored.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-70, serial#:(B)(4), description:enh st ld kit,70 cm.